Event description:
Angiodynamics power port placed on (B)(6) 2019. Pt came for blood draw today and this is the 3rd time in a row pt had difficulty getting blood for labs from port. Requires several flushes and pt in supine position with left arm elevated. Blood return for lab was finally attained. Port placed (B)(6) 2019 w/o problems. Cxr shows tip svc/ra jct. The 'CT' stamp on port to indicate pressure injection is barely visible, could see when I used magnifier in epic imaging. Very unusual to have problems with blood return / lab collection and ns flush. FDA safety report ID# (B)(4).